Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that while sleeping, the infusion set's tubing came out of the connector at the insertion site. Reportedly, he had a couple of infusion sets in which this issue occurred, and it had happened twice in one year. The site location was abdomen and the pump was on his bed while sleeping. The infusion was used for two days. The infusions were not stored, or used, in a place where they might have been exposed to extreme temperatures and humidity. There was stress or pull on the tubing, as he slept naked and may have rolled over. The pump was not dropped with the set connected to the patient's body. No further information available.